Event description:
The customer reported via phone call experiencing high blood glucose levels since (B)(6) 2015. The customer's blood glucose was 476 mg/dl, which was treated with manual injection and the insulin pump. The customer stated that she did contact her doctor regarding the unexplained high blood glucose. She was unsure whether the drive support cap was protruded, loose, sticking out, or flush. She stated that she had just updated the basal settings. She reported that she had been in the hospital up until the day prior due to an issue unrelated to diabetes. She stated that she had her pancreas removed. The customer's most recent blood glucose was 423 mg/dl. She stated that she did a set change and was able to lower her blood glucose to 402 mg/dl about 45 minutes later. She advised that she would contact her doctor to make any setting adjustments. The customer declined to complete the troubleshoot procedure and requested replacement of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.